Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had a pacemaker system implanted and upon checking the patient prior to discharge, a right atrial (ra) pacing failure was observed. A chest x-ray was performed which indicated that this pacemaker device has migrated downward resulting in reduced ra lead slack. As a result, a subsequent surgical procedure was performed to reposition the pacemaker device to a slightly higher position in the pocket and the device was sutured to the surrounding facia. The ra lead was also repositioned. There were no problems with the systems measurement values following the procedure and the patient was expected to be hospitalized for approximately one week. The products remain in-service. There were no additional adverse patient effects.